Event description:
It was reported via social media post that the patient's pod randomly bolused while using the device. The patient's blood glucose levels dropped from 114 mg/dl to 46 mg/dl. Device detail, and patient, or contact (reporter) details were also not provided, and therefore insulet is unable to attempt to obtain further event detail or follow-up with the reporter/customer. If additional information does become available, post market safety will reassess this case.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.